Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or failed battery test alarm noted during testing. Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working, it will not take a battery. They almost were hospitalized a couple of times because of it. Their current blood glucose was 458 mg/dl. They treated with a manual injection. Troubleshooting was performed. They got a failed battery alarm and power loss alarm. However, they could not troubleshoot because the customer did not have anymore batteries to test. The insulin pump will be returned for analysis.